Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that the customer had experienced high blood glucose over the past two weeks. Father stated that blood glucose has been up to the 400 mg/dl range and the insulin pump did not show the lunch bolus delivery. Father stated this has happened 6 or 7 times. Customer treated with manual injection. Blood glucose at the time of the call was 140 mg/dl. The drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin did exit the tubing with manual prime. They declined to check for insulin, site issues or settings. Father stated the infusion set was changed 10 times and cannula was straight. The insulin pump passed the high pressure test and displacement test. Father mentioned that sometimes the tubing connection would not lock in tight and would look tilted. It was advised to change the entire infusion set and reservoir. The insulin pump would not be replaced.